Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that yesterday the patient had a replacement for normal battery depletion. It was noted the left side was working; however, the right side was not, and the patient had tried all 4 programs and increased stimulation all the way and there was no sensation and no stimulation on the right side. It was reported that while in the office when the healthcare provider (hcp) was turning on devices, the patient thought the felt something maybe on the right, but probably did not feel anything. The patient's indication for use was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# j0546512v, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead. Updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient received on (B)(6) reported the steps taken to resolve the right side not working and having no stimulation sensation on the right side even after turning it all the way up were surgery. It was noted the cause of the right side not working and the patient not having stimulation was the lead was displaced. There were no further complications that have been reported as a result of this event.